Event description:
This pt received several inappropriate shocks due to a "conductor fracture" on the rv lead causing noise. A portion of this lead was explanted, but the distal portion remains capped in the body. This lead was replaced with another ICD lead. Should add'l info become available, this file will be updated.